Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mjj818 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on an unknown date in 2019 and suture was used. The suture broke during use. No additional information was provided. There were no patient consequences were reported.